Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for a stroke with low blood glucose levels that were not provided. The customer's blood glucose level rose to 400 mg/dl. The customer's current blood glucose was 177mg/dl. The customer was paralyzed and could not speak. The customer was found sitting in the same place for 2 days. The customer was treated by paramedics. The time and date of the hospitalization was not provided. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.